Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. Weak battery wasn't verified due to the keypad anomaly. No damaged on the lcd glass was noted. The device had minor scratches on the display window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he had dropped the device and the display was damaged. Customer changed the battery and the device alarmed weak battery, he then inserted a new one and the buttons were unresponsive. Customer's blood glucose was 102 mg/dl. Customer stated he dropped the device on the floor. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.